Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cystic ovary procedure, the device was working normally for the first half of the case. The surgeon was dissecting the cyst and all went well. At some point the circulating nurse turned off the enseal generator and turned it on right away, the surgeon realized that the jaw of the instrument was stuck on the tissue, could not reopen the jaw or activate the energy. The handle was stuck as well. On the generator, there was an error message saying: unplug and replug the instrument (which was done 3 times), but the jaw was still stuck and no energy could be activated. She had to pull off the closed jaw to release the tissue close from the right ovary. Case was finished with another like device. According to healthcare provider there was no report of damage to tissue. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). During mechanical test, no issues were noted with opening and closing of the jaws. No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.